Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00799. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture in the septal aneurysm was noted to be difficult. A 27mm watchman ® laa closure device & delivery system (wds) was advanced via a watchman® access system. After introducing the wds, the patient showed st elevation. They noted there was no air in the system. The closure device was then deployed and released. In the first fluoroscopic view, air was noted in the aortic arch in front of the aortic valve. An attempt was made to aspirate the air with a 6f catheter. The next fluoroscopic view showed no more air. When the patient woke from the sedation, they noticed a weakness in their right arm. No other neurological symptoms were detected. The patient was taken for a computed tomography (CT) scan; however, the physician did not suspect irreversible damage. The patient was reported to be stable. Follow up with the physician post procedure reported that the patient was doing well and the neurological symptoms were "completely declining".